Event description:
In (B) (6) 2008, the sales rep reported that during surgery the instrument was reported to be worn. In (B) (4) 2008, after examination of the complaint returned part, the conclusion was made that the product was misassembled resulting in the potential for the instrument to be unable to retain a closure top. This malfunction has resulted in medical intervention in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. The results of the review of the device history record indicates the part met specification. Visual inspection of the part found the inner rod unlocked. Functional evaluation found the spring in the assembly was misaligned. The root cause is determined to be user error, incorrect assembly after cleaning. Rc# 1649384-03/20/08-001-c documents the release and distribution of assembly/disassembly instructions for the product.